Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Manufacturer narrative:
The log file was analyzed for period in question and, except user interactions - switching the device on and off as well as changes in the settings, no condition that would point to an error was recorded for the respective day. Thus, the presence of a power-loss condition or any other severe technical malfunction can be excluded. The device settings for the particular ventilation episode were vt=410 mi at a frequency of f=1 8, later changed to 25, the lower limit for the minute volume alarm was still at default settings of 0,5 1/min. The ventilator passed a follow-up device check without observations, especially the alarm system was checked and found working according to specifications. An endurance run overnight revealed no deviations as well. The settings for frequency and tidal volume will result in a minute volume of 7 to 10 liters in comparison to that, a mv low alarm limit set to 0,5 1/min is for sure not sufficient.

Event description:
It was reported that an oxylog 3000 shut down ventilation with no warning. The patient reportedly died but the users do not allege that the loss of ventilation led to this outcome.